Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 40 mg/dl and requested assistance to set up their basal setting. Troubleshooting assisted customer and offered to troubleshoot the low blood glucose but the customer declined.